Event description:
Healthcare professional reported a ruptured implant.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to the patient¿s concern with the product and capsular contracture baker grade IV. Healthcare professional later reported a ruptured implant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to the patient¿s concern with the product. Additionally, healthcare professional reported, via the device tracking form, an event of left side capsular contracture baker grade IV. The device has been explanted.